Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose level was 31 mg/dl at the time of the incident. The customer reported a flashing white screen. The insulin pump accidentally snapped on the belt clip and dropped and it would go to white screen and flashing. The customer was calling back with blank display after receiving new battery cap. The customer reported that the display was flashing. No report of the insulin pump screen flashing when screen was turned on after being in sleep mode. It was unknown whether the customer was using automode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the displacement test, rewind, prime or seating, basic occlusion, force sensor test, occlusion test, self test, sleep current measurement, active current measurement or verify missing segments or partial display due to display anomaly.